Event description:
It was reported that the patient experienced septic shock. It was also noted the right atrial (ra) lead exhibited some undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.